Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of a failed battery test. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed when he checked his blood sugar. The customer stated his battery caps are not missing or damaged. The customer was advised to monitor the pump. The customer will be sent replacement battery cap.